Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had communication failure in iui female (left). There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue iui-female (left) ¿ communication failure was confirmed. A module was connected to the unit¿s left iui connector and it was observed that the unit does not recognize the module. A test left iui connector was used to replace the unit¿s left iui connector. A module was then connected to the unit, and it was able to recognize the module. The left iui connector was found to have a bent pin, causing the communication failure. On 06-nov-2024, pcu device was received unboxed and with paperwork. Investigator: tuan nguyen trackwise pr #: n/a sap service notification #: (B)(4) external inspection revealed no physical damage, cosmetic damage or labeling damage. Internal investigation revealed the left iui connector had a bent pin, which caused the unit¿s communication failure. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the left iui connector. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had communication failure in iui female (left). There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue iui-female (left) ¿ communication failure was confirmed. A module was connected to the unit¿s left iui connector and it was observed that the unit does not recognize the module. A test left iui connector was used to replace the unit¿s left iui connector. A module was then connected to the unit, and it was able to recognize the module. The left iui connector was found to have a bent pin, causing the communication failure. On 06-nov-2024, pcu device was received unboxed and with paperwork. Investigator: (B)(6) trackwise pr#: n/a sap service notification#: 303565417 external inspections revealed no physical damage, cosmetic damage or labeling damage. Internal investigation revealed the left iui connector had a bent pin, which caused the unit¿s communication failure. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the left iui connector. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had communication failure in iui female (left). There was no patient involvement.